Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used as an accessory device for the endovascular treatment of a type ia endoleak on a previously implanted non-mdt stent graft. The aneurysm diameter measured 72.6mm with a proximal neck diameter of 27.6mm and 188mm in length. Supra renal angulation was noted as 57.5 degrees. It was reported on a follow up CT approximately 2 months post index procedure that inadequate penetration of an endoanchor on the left side was observed. The cause of the event was determined to be due to mis-deployment. No additional clinical sequelae were reported and the patient will be monitored.